Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit shut down while being used on a patient. Unit was giving multiple error code messages. Reportedly, the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit was replaced eight months ago. Customer reported that the there was no harm or injury to the patient or user.

Manufacturer narrative:
This complaint is the primary complaint. Complaint pr # (B)(4). Report #:2031642-2017-01146 is a continuation of this complaint. The cpu pcba assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned cpu pcba assembly revealed no signs of damage or contamination. The cpu pcba assembly was installed into the fi test ventilator. An operational test was performed; unit passed all tests with no errors generated after eighteen hours of operation. The drpta was downloaded and reviewed by fi technician and confirmed there was multiple errors were found in the log. In addition, a test of the u53 clock was performed and no failure was detected. While error codes were confirmed on the incoming drpta, testing by fi was unable to identify any failures with the returned cpu pcba assembly. .